Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that through the guide catheter, a phenom 27 microcatheter was advanced over an avigo microwire to the right m1 segment. During the advancement of the first pipeline flex flow diverter stent (4.5 x 20 mm), no resistance or friction was perceived at any moment. However, the device did not achieve adequate opening, so it was decided to replace it. A new pipeline flex flow diverter (5 x 20 mm) was selected and deployed from the supraclinoid segment of the right internal carotid artery, crossing the aneurysm neck and achieving satisfactory apposition up to the intracavernous segment.. Angiographic results post procedure showed the aneurysm occluded with the flow diverter and without complications. The aneurysm was located in the right carotid-ophthalmic segment. The cause of the failure to open was not determined. There was no friction or difficulty during delivery or positioning of the device. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open in the proximal and distal sections. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, carotid artery aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 4 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt; aspirin 100mg, clopidogrel 75mg) was administered. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The middle portion of the pipeline was positioned in a bend and it had been deployed more than 50% when it failed to open. The pipeline was resheathed less than or equal to 2 times and there were no additional steps or other devices required to open the pipeline. Ancillary devices included 6f terumo destination sheath, navien intracranial support catheter, phenom 27 microcatheter, and avigo guidewire.